Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. This case was submitted as the result of a retrospective review. The appropriate device details were provided for the two reported handles and the relevant device manufacturing records were identified and reviewed, it was found that both instruments conformed to material and dimensional specification when manufactured. Handle 1, the screw was missing from the handle - the screw was forcibly removed from one of the handles during reprocessing. This screw is not designed to be removed and should stay in the handle at all times, including reprocessing. Handle 2, the thread of the instrument has broken - as a result of feedback from the field a project has been initiated by corin to look at implementing a new thread design for these instruments. Based on this corin now considers this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event did not occur in the USA.

Event description:
Two trinity std introducer / impactor handles were reported as broken. One had a broken thread and the other was missing the locking screw on the handle.